Manufacturer narrative:
The unit passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. No motor error alarm was noted. The unit functioned properly. The following physical damage was noted: cracked reservoir tube lip, cracked battery tube threads, and cracked end cap. The motor was tested outside of the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error during the priming process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the drive support cap appeared normal. The device was not exposed to a high magnetic field either. The displacement test passed and the customer was able to manually fill the tubing. The motor error was caused by the infusion set and reservoir connection. The insulin pump was returned and replaced.